Event description:
It was reported that the patient presented for a follow up appointment and the device showed no diagnostic data or longevity estimate from the implantable pulse generator (ipg). It was determined that the implant detect was still "on" from the last procedure. The implant detect was programmed to complete and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).